Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. We presume that reprocessing was not conducted properly due to leakage from scope connector. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, in addition to the reported in b5, the device evaluation found the following: distal end adhesive was lifting, suction connector had water leakage due to excessive fluid ingress, the light cover glasses adhesive failed, the optical cover glass adhesive failed, and the plug body ethylene oxide valve condition failed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope experienced error e206 (image problem). The procedure was completed using the same set of equipment. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable event was found: white contamination in the air/water channels. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.